Event description:
Atrial lead check tripped. Out of range impedance value, high or low, could not be established. The system remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.